Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: performed service and repair functions. Reviewed service history. Attach box label, and electrical safety. Replaced broken irrigation safety cover. Replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the fms due had no suction. This occurred during an unknown surgery. Reportedly there was no patient harm and the procedure was delayed less than thirty (30) minutes. The surgery was completed using a different pump.